Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (D10) concomitant devices: 300-01-09 - equinoxe, humeral stem primary, press fit 9mm: (B)(6). 320-42-00 - equinoxe reverse 42mm humeral liner +0: (B)(6). 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-15-04 - rs glenoid plate r post aug, 8 deg, right: (B)(6). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 6 year(s), 4 month(s) and 22 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced pain after a near fall - daughter grabbed her right arm to prevent her from. The patient was ordered a CT scan, and the outcome of this event is now considered resolved. The clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected. H6: corrected investigation clinical codes.